Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery, a piece of the plate cutter chipped off while cutting a plate. The cutter was part of the modular foot set and the plate was a 2.4 mm t plate. It was noted that the plate was able to be used and the patient outcome was fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Added the previously reported UDI number to the associated medwatch field. Manufacturing evaluation investigation: the bending plier was received without any signs of damage. The carbide insert has fallen off, but was not received. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the relevant drawings and current design was conducted during the evaluation. The exact cause could not be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.